Event description:
Initially, an electronic report was received of a dialyzer reaction that occurred to a patient undergoing hemodialysis. The rn who reported this event was contacted for additional information. It was learned for this event, that the dialysis therapy was initiated when the emergency alarm sounded and the patient was found unresponsive. Strong pulse was present, but weak respiratory rate. Ems was called. The ambu bag was used to support respiratory. The dialysis treatment was discontinued and an IV bolus was given of ns. It was noted at the time, the patient was on an nre dialyzer instead of the nr. This patient now regained consciousness and the respiratory rate was 16. O2 at 4l given by face mask. The patient reportedly was now alert and refused to go to the hospital. The dialysis treatment was resumed and was completed on the nr dialyzer with no further ill effect. No sample or lot number available for an evaluation. At the peak of the symptoms bp was 63/32. The fluid removal target goal was set at 3.9 kg. The patient was 10.4 kg above dry weight. The patient was then discharged to home with no further ill effect related to this event. The patient continued dialysis with use of optiflux nr.